Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/4/2020. D4: batch # t5de15. Investigation summary: the analysis results showed that one ecr60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: can you please provide more event details? Various malformed staples. How much blood did the patient lose? Unk. Were any blood products or transfusion required? No. If so, please explain. Was a laparotomy required to control the bleeding? No. What is the current patient status? Fine. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unk. If yes, please explain.

Event description:
It was reported that during a sleeve gastrectomy surgery, an echelon psee60a with a gold cartridge was used at the stomach. Most of the points were not formed properly, resulting in bleeding of the stomach portion and need for clips to stop bleeding. Surgery was delayed 10 minutes, but successfully completed. There were no patient consequences reported.